Event description:
The customer called to report that she experienced low blood glucose levels earlier in the day. The paramedics were called to her home, but she was not hospitalized. The customer felt that the issue was due to the insulin pump settings that her health care professional gave her. Advised the customer to speak with them to verify the settings, and call back for troubleshooting if necessary. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.